Event description:
It was reported that the external pulse generator (epg) failed to pace while connected to a patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: without a lot number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) no anomalies were found. (B)(4) analysis confirmed a conductor fracture of the cable.

Event description:
It was reported that the external pacing generator (epg) failed to pace while connected to a patient. The instrument was returned for repair and the cable was found to have a conductor fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.